Event description:
It was reported that the patient presented in clinic due to cardiac perforation via diagnostic testing, dislodgement verified in x-ray and failure to extent on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.